Manufacturer narrative:
The technician inspected the bar from the bed and noted the end of the bar was cracked where the pin should go through to attach it to the lower pivot arms. Account not repairing unit at this time.

Event description:
The account alleged that the pivot connector at the head of the bed has holes where the pin goes through the lift arm weldment and the metal around the holes is cracked causing the head hi/low function to fall with a pt in the bed. No injury.